Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a patient notifier. Upon interrogation, non-sustained lead noise was observed. Programming changes were made and the issue was resolved. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.